Manufacturer narrative:
D4: UDI number not required this is a bulk item. The actual device was discarded by the involved facility. Therefore the investigation was based on the user facility information provided and visual inspection of a retention sample from the reported product code/lot combination. Visual inspection did not find any obvious anomalies. The sample was filled with saline solution and pressurized for leakage testing. No leak was confirmed. The sample was built into a circuit with tubes and primed with saline solution by following the procedure described in the IFU. There was no air remaining in the device. Air bubbles were then introduced into the blood phase intentionally and the circulation of saline solution was kept on. Air bubbles were noted. It was found that the air bubbles were able to be removed by de-clamping the purge line or increasing the flow rate. A review of the device history record and product release decision control sheet of the involved product code/lot # combination was conducted with no relevant findings. The same user facility reported another similar event with the involved product code. See MDR 9681834-2017-00083. There is no evidence that this event was not related to a device defect or malfunction. The retention sample was verified to be normal product. The exact cause of the reported event cannot be definitively determined. The device labeling does address the potential for such an event in the instruction for use (IFU) with the statement such as the following: "recirculate the priming solution at a rate of 4l/min or higher to facilitate air removal. Make sure the circuit and the purge line are not clamped, then start pump at a low speed. After checking for leakage or any other problem, gradually increase to full flow. Do not exceed 7l/min flow rate. Vigorously recirculate the priming fluid through the entire circuit until all air bubbles are eliminated. Check oxygenator and tubing for leakage or any other problem. After priming, if air bubbles continue to appear, identify the cause and make necessary corrections. Remove the air while opening the purge line. Close purge line prior to initiation of bypass. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : actual device discarded

Event description:
The user facility reported air bubbling in the capiox device prior to a procedure. Follow up communication with the user facility provided the following information: air bubble noted during priming; an air bubble was reported on top of the oxygenator that was almost impossible to remove; the customer managed to remove the bubble by taking the oxygenator off the holder and keeping it vertical at the same time as knocking; it was difficult to place oxygenator back on holder; and the was no patient involvement.